Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implants. Three implants were placed in class 2 bone on 7/1/96. Bone augmentation was performed in site #20 at time of implant placement. The implants were removed on 7/29/96 at which time pain was present. The clinician reports that the patient had started new medications a few weeks prior to surgery. He reports that, although the patient felt fine at time of surgery, he may have been slightly medically compromised which may have contributed to implant failure.